Event description:
The plaintiff alleges that they have been diagnosed as suffering from type I latex allergy. Plaintiff further alleges that they are at risk of suffering anaphylactic reactions when they come into contact with many different commonly used products which contain the natural latex protein. Additionaly, plaintiff alleges that they suffered from inter alia urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion and dyspnoa. Plaintiff alleges that they must live their life in constant vigilance for the presence of latex products. Furthermore, plaintiff alleges that they are restricted in their life as to where they can go, and what they can do with their life, with their career, and with their family. Finally, plaintiff alleges that they have suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in their normal activities.